Event description:
Covidien, formerly tyco healthcare, received a report that the unit did not provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but it has not yet been received.